Manufacturer narrative:
An event regarding a packaging issue involving a restoration shell was reported. The event was confirmed following visual inspection of the returned part. Method & results: device evaluation and results: visual inspection was performed and it was identified that there was damage caused to the blister walls and the implant. Material analysis, functional and dimensional inspections were not completed as these aspects are not in question. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the packaging issue was confirmed following visual inspection of the returned part where it was identified that there was damage caused to the blister walls and the implant. Nc was initiated to evaluate the root cause of the event. Please see nc for further information.

Event description:
As reported: "upon opening the implant listed above it was observed that the implant was loose in the inner packaging and had rubbed against the inner plastic walls creating plastic debris that was adhered to the porous surface of the implant. The implant was lavaged thoroughly and implanted."

Manufacturer narrative:
Although the device was implanted, the packaging was returned for evaluation. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A supplemental report will be submitted upon completion of the investigation.

Event description:
As reported: "upon opening the implant listed above it was observed that the implant was loose in the inner packaging and had rubbed against the inner plastic walls creating plastic debris that was adhered to the porous surface of the implant. The implant was lavaged thoroughly and implanted".